Event description:
The facility reports while attempting to lift a patient from the floor, the jib arm fell from the hoist and hit the patient causing a single laceration to the head. The jib arm had previously been set to the lower position.